Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia and lost consciousness. The patient was admitted to the hospital where it was discovered during an interrogation of the ICD that it was in end of life (eol). The ICD had reached eol on (B)(6) 2009 and was being followed at the time but the patient was then placed into care and missed follow up appointments. The ICD had appropriately detected the arrhythmia and was attempting to deliver shock therapy but was unsuccessful due to the depleted battery. No other adverse patient effects were reported. The ICD was successfully replaced and later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ICD was thoroughly analyzed. Interrogation confirmed that the device was at eol with a battery voltage of 2.16 volts. A review of the memory also confirmed that the device reached elective replacement indicator (eri) on (B)(6) 2008 and end of life (eol) on (B)(6) 2009. There were no resets or fault codes found during the review and all recorded lead measurements were within normal limits. The vt episodes were also reviewed in the arrhythmia logbook. The device did appropriate sense the vt but due to the low battery, it could not charge and deliver a shock to treat the arrhythmia. An engineering level longevity prediction calculation was utilized to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. All sealplugs were found intact and all setscrews were operating normally. Inspection of the header found no evidence of arcing and the defibrillation wires were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that this ICD experienced normal battery depletion but it was unable to provide therapy to the patient as the battery was too low to support a charge and shock delivery.